Event description:
It was reported that the device did not read the pressure and filled the joint with fluid. No further information received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint was not confirmed. One unpackaged ar-6480 dualwave arthroscopy fluid management system was returned for investigation. The returned device was visually inspected and noted signs of wear and tear. The returned device was assembled with a new ar-6430 lot# 40067370 and ar-6421 lot# 65708975 pump tubing and was tested and evaluated under normal use conditions for 163 minutes to see if the issue(s) reported could be reproduced. The pump was powered on, and no error messages or audible alarms were triggered. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. Upon functional testing, it was noted that the unit flushed correctly. Functional testing with the trident (testing equipment), it was noted that every time the pressure was increased, the pump roller stopped. This behavior indicates that the pressure of the pump is stable. No problem found.